Event description:
The device was returned for evaluation. Upon inspection of the delivery system, the sideport extension was detached from the device. The rest of the device was unremarkable. Both the side port extension tubing and the port were inspected microscopically for evidence of glue. No glue residue was observed within the ID of the port. Glue residue was observed on the od of the side port extension tubing, but it was sparse and not present on the entire circumference. The complaint was confirmed; the side port extension tubing was detached. The root cause could not be conclusively determined; however, may be due to insufficient glue.

Event description:
An endurant 28 aui stent graft system, an endurant extension and a talent occluder stent graft system were implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology were not requested. It was reported that during the procedure, the side port of the talent occluder fell off. It could not be re-attached. The physician held a finger on the side port to slow the bleeding and had to reinsert the black dilator which stopped the bleeding. The physician was unable to flush again with contrast and there was no replacement. The physician decided to continue and place the occluder as the radiologist was satisfied with the positioning based on the initially images taken. No problems occurred during placement other than the radiologist did comment that it was very difficult to push through the sheath. This comment was made when the occluder was beyond the side port. The case outcome was good after resolving a proximal type I endoleak with ballooning. There was some blood loss, but not anything that would be considered abnormal. There was no damage to the packaging. Nothing unusual was noticed during prep. The physician used it at the beginning of the procedure to look at the left iliac using contrast flushed through the side port. It was then left in place until the aui and extension were put in place. The attention then turned to implanting the occluder. The physician went to flush the introducer and the side port came off in the physician¿s hand. There was no impact on the patient or no intervention required. No clinical sequelae were reported and the patient is fine.

Event description:
A manufacturing assessment was performed. Further product analysis was performed. The complaint was confirmed; the side port extension tubing was detached. Based on investigation completed the causes of this defect is insufficient glue applied to the joint between the sideport tubing and the sheath hub component.

Manufacturer narrative:
(B)(4). Evaluation results: unknown cause of event, implanting a broken/modified device. Evaluation conclusion: unknown cause of event, implanting a broken/modified device.